Event description:
It was reported that the patient was charging the ipg longer and more often. There was no device malfunction suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred the last few months from the date manufacturer became aware of the event.